Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. The caller reported when the physician interrogated the device, it showed all contacts with electrodes 2 and 3 were >40k ohms "with a big x and red flag". The caller did not know the values. The caller reported this impedance was checked by the tablet. No trauma/falls were reported. No symptoms or complications were reported or anticipated.